Event description:
Customer reported receiving three readings of 287 mg/dl, 164 mg/dl, and 217 mg/dl on their freestyle blood glucose monitor. The readings were taken outside of a ten minute timeframe and they had eaten between readings. The customer then relayed that approximately two months ago they lost consciousness and 2 different times were treated at a local emergency room. Exact details surrounding these incidents, including diagnosis, treatment, and the relation of these events to the readings complaint; is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.